Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, and although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: gif-q150 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. Gif-q150 operation manual: chapter 4 operation:4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.